Manufacturer narrative:
A correlation between the device and the reported thrombus could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The product was not returned for evaluation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had signs of hemolysis with multiple lactate dehydrogenase (ldh) levels greater than 800 beginning in (B)(6), new onset of congestive heart failure symptoms, and tea-colored urine. He had a previous history of thrombus x2 with subsequent exchanges. His inr was 1.8 at the time of initial ldh rise with a goal of 2-3. The patient was hospitalized and heparinized with some improvement. A ramp study was also completed and (B)(6). He was discharged with effient, asa, and warfarin with a goal of 2-3. His ldh became elevated again and he was taken to the or for a pump exchange in (B)(6) 2014, but the case was aborted due to severe ai on tee. No coagulopathy issues have been identified. No log files are available.

Event description:
The pt was implanted with a left ventricular assist device. The pt received a pump exchange due to suspected thrombus.

Manufacturer narrative:
It was reported that the pump would not be returning for investigation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.